Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection revealed that the tubing was separated from the clearlink y-site. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set came apart. This was identified when the product was taken out of the packaging. There was no patient involvement. No additional information is available.